Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. Using a radial approach, the 90% stenosed lesion was located in a moderately calcified and tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a 2.00mm non-bsc balloon catheter followed by ivus. A 2.50 x 20mm promus element stent was deployed in the distal lad followed by the placement of a 2.75 x 28mm promus element stent in the mid lad. The 3.00 x 15mm emerge balloon catheter was being used for post-dilatation, of the 2.75 x 28mm promus element stent, when the balloon ruptured at 12atms upon first inflation. The ruptured balloon was removed intact. A 3.0 x 15 non-bsc balloon catheter was advanced and ruptured at 10atms. Ivus confirmed that the stent took a certain level of apposition. The physician elected to end the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).